Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found in specification in relation to the reported system error 100, which was not reproduced. System error 100 was confirmed through a review of the event history log. No component could be identified for causality. Therefore, no parts were replaced, corrections made or action(s) taken.

Event description:
It was reported that a spectrum pump displayed system error 100. It was also reported there was no patient injury.